Manufacturer narrative:
Plant investigation: the sample is not available for physical evaluation by the manufacturer. In the past for similar cases, extraction of retained samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. A review of the relevant quality documents related to the batch or a retention sample analysis was not possible as no batch number was provided. The instructions for use (IFU) was reviewed where the described situation is sufficiently addressed. The cause the failure reported cannot be confirmed based on the currently available information.

Event description:
It was reported to fresenius (via medwatch (B)(4) that this hemodialysis (hd) patient experienced a suspected allergic reaction during hd therapy on (B)(6) 2025. The medwatch form indicated the patient attended their regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs included: blood pressure = 150/96, heart rate = 77, respirations =18, temperature = 98.1, and the treatment was started at approximately 0540. At approximately 0600 the patient complained of chest pressure (chest pain) and was unsuccessfully treated with intravenous push (ivp) benadryl 25 mg. The patient also began complaining of stomach pain (abdominal pain), at which point the hd treatment was discontinued and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿alert and oriented¿ (vital signs: blood pressure = 135/97, heart rate = 70, respirations =20) and was transported by ems to the hospital. Additional information was obtained during follow-up with the clinic manager (cm). The patient was hospitalized from (B)(6) 2025 through (B)(6) 2025, however no acute conditions were found. The cm stated the patient successfully underwent hd while hospitalized utilizing a nipro cellentia 17h dialyzer (a non-fresenius product), without the return of symptoms. The patient has recovered from the serious adverse events and continues to undergo outpatient hd utilizing the nipro cellentia 17h dialyzer. Per the cm, the hypersensitivity/allergic reaction was caused by the patient¿s utilization of the fresenius fx coral fx60 hf dialyzer, however there were no defects or malfunctions attributed to the fresenius product. The fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the fx coral fx60 hf dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by chest pain and abdominal pain, which required the ivp administration of benadryl and hospitalization. These symptoms occurred 15-20 minutes into hd therapy and were remediated prior to the next treatment with the use of an alternative dialyzer. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Per the cm, the allergic reaction was caused by the patient¿s utilization of the fresenius fx coral fx60 hf dialyzer, however there were no defects or malfunctions attributed to the fresenius product. Based on the information available, the fx coral fx60 hf dialyzer cannot be disassociated from the serious adverse events. While there was no malfunction or visible manufacturing defects reported, the patient did experience these symptoms during treatment, of which some are considered traditional signs/symptoms of a hypersensitivty/allergic reaction. Furthermore, given the patient¿s favorable response to the alternate dialyzer (nipro cellentia 17h), the fx coral fx60 hf dialyzer cannot be excluded from having a causal and/or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius (via medwatch (B)(4)) that this hemodialysis (hd) patient experienced a suspected allergic reaction during hd therapy on (B)(6) 2025. The medwatch form indicated the patient attended their regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs included: blood pressure = 150/96, heart rate = 77, respirations =18, temperature = 98.1, and the treatment was started at approximately 0540. At approximately 0600 the patient complained of chest pressure (chest pain) and was unsuccessfully treated with intravenous push (ivp) benadryl 25 mg. The patient also began complaining of stomach pain (abdominal pain), at which point the hd treatment was discontinued and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿alert and oriented¿ (vital signs: blood pressure = 135/97, heart rate = 70, respirations =20) and was transported by ems to the hospital. Additional information was obtained during follow-up with the clinic manager (cm). The patient was hospitalized from (B)(6) 2025, however no acute conditions were found. The cm stated the patient successfully underwent hd while hospitalized utilizing a nipro cellentia 17h dialyzer (a non-fresenius product), without the return of symptoms. The patient has recovered from the serious adverse events and continues to undergo outpatient hd utilizing the nipro cellentia 17h dialyzer. Per the cm, the hypersensitivity/allergic reaction was caused by the patient¿s utilization of the fresenius fx coral fx60 hf dialyzer, however there were no defects or malfunctions attributed to the fresenius product. The fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.

Manufacturer narrative:
Correction: h10.

Event description:
It was reported to fresenius (via medwatch (B)(4)) that this hemodialysis (hd) patient experienced a suspected allergic reaction during hd therapy on (B)(6) 2025. The medwatch form indicated the patient attended their regularly scheduled hd treatment on (B)(6) 2025. The patient's pre-treatment vital signs included: blood pressure = 150/96, heart rate = 77, respirations =18, temperature = 98.1, and the treatment was started at approximately 0540. At approximately 0600 the patient complained of chest pressure (chest pain) and was unsuccessfully treated with intravenous push (ivp) benadryl 25 mg. The patient also began complaining of stomach pain (abdominal pain), at which point the hd treatment was discontinued and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic "alert and oriented" (vital signs: blood pressure = 135/97, heart rate = 70, respirations =20) and was transported by ems to the hospital. Additional information was obtained during follow-up with the clinic manager (cm). The patient was hospitalized from (B)(6) 2025 through (B)(6) 2025, however no acute conditions were found. The cm stated the patient successfully underwent hd while hospitalized utilizing a nipro cellentia 17h dialyzer, without the return of symptoms. The patient has recovered from the serious adverse events and continues to undergo outpatient hd utilizing the nipro cellentia 17h dialyzer. Per the cm, the hypersensitivity/allergic reaction was caused by the patient's utilization of the fresenius fx coral fx60 hf dialyzer, however there were no defects or malfunctions attributed to the fresenius product. The fx coral fx60 hf dialyzer was added to the patient's list of allergies.